Event description:
Device was applied during an esophago gastrectomy without any difficulties. Post operatively, the stomach was not emptying properly. A re-operation was performed five days post operatively. (9/23/96) the staple lines came apart. Surgeon stated the tissue was radiated extensively and may not have been healthy. Staple lines were resected and he manually sutured a new anastomosis. Hosp has stated the pt's status is satisfactory.